Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was used during a procedure performed on an unknown date. This complaint was created to report the previous incident of stent expansion failure and medical intervention with angioplasty balloon mentioned in MFR#3005099803-2010-00982. The complainant stated that the physician "had encountered this before". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). (B) (4) medical intervention required. Stent, failed to expand. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.